Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. Ni/ni/ni - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The patient's attorney has alleged: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. Ni/ni/ni - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿multiple fascial defects were discovered. Omental adhesions were taken down and a large strap patch placed into the defect and sutured.¿ (B)(6) 2016 - patient was diagnosed with bowel perforation, adhesions thereby underwent lysis of adhesions and open repair with the explant of ventralex mesh. Per operative notes, ¿adhesions from the omentum, small bowel were all lysed. Due to the mesh which was interdigitated into the bowel, dissected and removed the mesh.¿ attorney alleges that the patient had adhesions, bowel perforation, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 5 months post implant of mesh ¿ ventralex, patient was diagnosed with bowel perforation, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions, bowel perforation and pain as possible complications. Note, the manufacturing date (15-mar-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.